Event description:
The account alleged they cannot hear the bed exit alarm. No pt impact.

Manufacturer narrative:
The technician found the audible exit alarm is not functioning. The technician replaced the scale power control board and installed an external alarm per the account request to resolve the issue.